Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she changed the insulin pump's battery three times the day before but she kept receiving low battery alarms. The insulin pump also alarmed failed battery test. The battery did not last more than one week. Information from the meter was not transferring to the insulin pump. Customer's blood glucose level was not reported. The device was not returned.